Event description:
It was reported that during a margin mandibular resection surgery, the device could not fire. Changed to another one to continue the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # v95d1t. Report source: health professional. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever and hoop spring were found to be out of its intended position, jamming the firing mechanism. 5 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.